Event description:
The corail extraction kit (B)(4) in orthokit no longer has the extractor adaptor (B)(4). Thus reducing the kit to a scaled down morelands cementless kit (orthokit 1402). The extraction adaptors supplied (B)(4) are not sufficient to remove a corail stem and actually cause a lot of damage to the neck section which reduces the validity of a post operative analysis of the prosthesis. Surgery time prolonged by one hour.

Manufacturer narrative:
As there were no products available, no further investigation could take place. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.